Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2014 with the following findings: visual inspection revealed that the battery compartment was cracked and the threads were damaged. The battery cap was not able to be fully secured to the pump. The battery cap threads were stripped and the ¿coin slot¿ was damaged. The pump case was removed and no evidence of moisture or loose components was found inside the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment and battery cap were damaged. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/31/2014.